Event description:
Customer had her ear pierced on 8/3/97 with the inverness ear piercing system in a retail store. On 9/6/97, she sought medical treatment for an infection at the piercing site. The earring was removed and a prescription for antibiotic was provided.